Event description:
Info received indicates the right siderail will not latch.

Manufacturer narrative:
The tech isolated the issue to a bent siderail mounting bracket. He replaced the siderail mounting bracket to repair the bed.